Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The starclose device referenced is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the heavily calcified left common femoral artery was attempted using a prostyle device with a 6f sheath after a peripheral interventional procedure. Reportedly, a cuff miss occurred. A starclose se clip was then deployed but bleeding continued. The patient was transferred to a different hospital. An arteriovenous fistula was diagnosed. Treatment and hemostasis were achieved with a cut-down and surgical suturing. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.